Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system errors which were not reproduced. System error 345 alarms were identified through a review of the event history log and were determined to be the customer reported symptom. The cause was determined to be that the upstream sensor had failed. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error. There was no known patient injury or medical intervention associated with this event. No additional information is available.